Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor base was warm and smelled like plastic burn. The patient was advised to disconnect the monitor immediately. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.